Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having respiratory issues. The patient had albuterol assuming of having bronchitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged having respitory issues.the patient had abuterol assumimg of having bronchitis. There was no medical intervention required by the patient.the reported event of  having respitory issues.the patient had abuterol assumimg of having bronchitis. And its reported severity was reviewed by the manufacture's clinical expert. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.